Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Date of implant: (B)(6) 2008. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with post laminectomy syndrome, l5-s1. Lateral recess stenosis, l5-s1. Central stenosis, l5-s1. Status post fusion, l5-s1 and underwent the following procedures: laminectomies with decompression of nerve roots including partial facetectomies, foraminotomies and re-exploration bilaterally, l5-s1. Arthrodesis, posterolateral technique, l5-s1. Posterior nonsegmental instrumentation, l5-s1. Exploration of spinal fusion mass, l5-s1. Bone morphogenic protein for spinal fusion in which rh-bmp2/acs was used.